Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause of high pacing thresholds was not established. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, detailed analysis indicates that the allegation against the lead was not confirmed. Lead was noted to be stretched at proximal end of proximal shock coils which was induced during explant. Further, lead resistances measured normal.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause of high pacing thresholds was not established. This rv lead was explanted. No additional adverse patient effects were reported.